Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer stated that his doctor wanted to change his max bolus to 50 units and his basal rates to increase due to medication he is taking. The customer was advised that the max bolus is only 25 units. The customer stated that he accidentally gave himself 50 units and had high readings. The customer was advised to contact his health care provider and monitor blood glucose.